Manufacturer narrative:
The device is not being returned and no photographic evidence was provided. Therefore; the reported failure could not be verified. A two-year lot history review could not be performed since a lot number was not provided. A review of the DHR could not be performed since a lot number was not provided. A two-year review of complaint history revealed there has been a total of 6 complaints, regarding 6 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. (B)(4). Per the instructions for use, the user is advised the following: ensure that the connection between the suction port and the vacuum source is securely fastened. If the suction line becomes disconnected interoperatively, the healthcare provider or patient may be exposed to hot fluids. If this is observed, use care to avoid contact with effluent and reconnect the vacuum source. If it is not desired to use the suction feature, ensure the roller clamp is securely closed in order to prevent loss of joint fluid, intraarticular pressure or possible burn from heated fluid. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the aes-90sn device was being used during a shoulder arthroscopy procedure on (B)(6) 2021 when it was reported that "patients complaining of skin burn located where the suction tubing of the edge bipolar falls. The surgeon was not connecting the suction to the tube, only leaving saline exit via gravity. We informed the surgeons to put a suction on the tubing so the excess saline can be evacuated without risk of heating up. The over heating of the saline was a result of stagnant saline in the tubing falling on the patients skin, causing burns." After further assessment, it was found that the burn was 1st degree and no treatment was needed for the burn. The procedure was completed. There was no report of prolonged hospitalization for the patient and the patient recovered. The corrective measures used during surgery was to add a partial tubing that would help facilitate water drainage away from the patients skin. This happened to multiple patients and (B)(4) was created to capture these other events this report is being raised on the basis of malfunction with potential for injury upon reoccurrence.